Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s nurse reported via phone call that they went emergency room due to high blood glucose with blood glucose was 500 mg/dl. The customer's current blood glucose was unknown. Customer was experienced different blood glucose level was 50, 106, 117, 250, 160, 170, 130 mg/dl. The customer was treated with insulin pump. Troubleshooting was done. The insulin pump will not be returned for analysis.